Event description:
An endurant ii limb (etlw1620c156e / (B)(6)) was implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported during the index procedure, the endurant ii stent graft limb was deployed and landed distally tothe intended landing zone in the common iliac artery, covering the internal iliac artery. The stent graft limb was determined to be in an acceptable position and the procedure was completed with no evidence of endoleak. Per the physician the cause of the inaccurate delivery is undetermined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.